Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 70-80 mg/dl. The customer will continue to use the current pump for insulin therapy and additionally has manual injections available; however, a replacement was sent to the customer to resolve the issue.